Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually and straps were delivered properly. No damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, the device misfire into the tissue and the strap was removed. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.